Event description:
It was reported that a malfunction alarm occurred. Customer continued to use current pump for insulin delivery. There was no reported adverse impact to the customer's blood glucose level.